Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported pain, a cyst in the left breast and rupture of the left device, as well as "silicone in the body" and capsular contracture baker grade I. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported pain, a cyst in the left breast and rupture of the left device, as well as "silicone in the body". Healthcare professional additionally reports capsular contracture baker grade I. Reported events were diagnosed by ultrasound. Device has been replaced with a non-allergan device.